Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/07/2011 and was last repaired on 10/19/2012 for a non-related issue. Evaluation of the device observed the device operated erratically. It was also noted that the control bar was damaged. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side. Side to side calibration failed at the zero thickness setting as well. Repair of this device included replacement of the motor, control bar, calibration shaft and the standard repair parts. In post repair analysis, corrosion to the motor sleeve was observed. It was also observed that the motor was not rotating smoothly during manual manipulation of the shaft. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor sleeve, which likely damaged the interior of the motor over time. The cause of the corrosion was likely due to the accumulation of moisture within the handpiece. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece was not working properly and malfunctioned during a case. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.